Manufacturer narrative:
No clinical signs, symptoms or conditions. No patient involvement. Unsealed device packaging. (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no. 371603, batch no. 0182223. It was reported that package was sealed incorrectly. Verbatim: a staff member called on 23-mar-2021 from this facility to report an incident that [customer] witnessed. This e-z scrub package had 2-3 different packages that were difficult to open and seemed like the side they normally open was not sealed properly. Customer has product available for return.

Manufacturer narrative:
Follow up e MDR: root cause cannot be determined from the manufacturing investigation. Inspection of the returned samples show that the product is difficult to open. No other complaints from this lot have been logged. Product is non-drug and no retain samples are available for inspection. Possible root cause for this complaint is extended dwell time of machine; however, nothing was noted in the batch record to indicated that dwell time is the cause of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Material no. 371603, batch no. 0182223. It was reported that package was sealed incorrectly. Verbatim: a staff member called on (B)(6) 2021 from this facility to report an incident that [customer] witnessed. This e-z scrub package had 2-3 different packages that were difficult to open and seemed like the side they normally open was not sealed properly. Customer has product available for return.